Event description:
It was reported that the patient had lead fracture and the lead was replaced. The implantable neurostimulator (ins) was replaced since they were already going to be doing a procedure. The ins was replaced due to normal use, the patient was fine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 7427, serial# (B)(4), implanted: 2004 (B)(6), product type implantable neurostimulator, product ID 3998, lot# lb7344, implanted: 2003 (B)(6), product type lead, product ID 377760, lot# v001116, implanted: 2006 (B)(6), product type lead, product ID 377760, lot# v001116, implanted: 2006 (B)(6), product type lead, product ID 37752, serial# (B)(4), implanted: 2006 (B)(6), programmer, patient product ID 3708340, serial# (B)(4), implanted: 2006 (B)(6), product type extension, product ID 3708140, serial# (B)(4), implanted: 2006 (B)(6), product type extension. For use by user facility/importer (devices only). (B)(4).